Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported an MRI was needed for a problem with the implant surgery that took place on (B)(6) 2019. It was reported they think the patient may have a hematoma because the patient would not feel his legs and bladder and was basically paralyzed. It was reported the issue started today and was getting worse. It was reported that the patient was in ICU. It was reported patient was paralyzed after implant surgery. It was reported they thought the hematoma was causing numbness but they did a CT scan and ruled that out. Patient was still paralyzed. No further complications were reported/anticipated.